Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. The customer experienced a high blood glucose (bg) level of 525 mg/dl, and moderate ketones were present. The customer delivered a correction injection to lower bg. Reportedly, the customer performed a cartridge change resolving the issue.